Event description:
The manufacturer received information alleging a replace detachable battery alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the replace detachable battery alarm was not duplicated but an entry for err_foreign_battery_int_li_ion was found in the device's error log. There was no report of failure of the internal battery. This error is generated when either the user uses a foreign battery, or if the new battery cannot return its authentication code to the device. The device's power management board was replaced to address the issue. After evaluation of the device and replacement of the device's power management board, the device failed a pressure verification test step during testing. The device's sensor board was replaced to address the issue.